Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center front panel light-emitting diode was blinking continuously when switched on. The event occurred during preparation for use, prior to a diagnostic transnasal endoscopy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the device was returned and the cause of the phenomenon ¿front panel led lighting failure¿ was the faulty patient circuit (zz) board. The subject device satisfied its specifications at the time of shipment, and this phenomenon had not been reported frequently. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual of cv-170 describes the following, and damages of the device might be prevented by following the descriptions: ¿[important information please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ // ¿[3.1 precautions for installation and connection]. Use the video system center only under the conditions described in ¿ environment¿ on page 305 and ¿ specifications¿ on page 306. Otherwise, improper performance, compromised safety, and/or equipment damage may result.¿ // ¿[8.1 care] do not wipe the external surface with hard or abrasive wiping material. The surface will be scratched.¿ //¿ [8.2 storage] store the equipment in the level position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.